Manufacturer narrative:
Section g4 - corrected - unselected the combination product.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch issue. A field service engineer replaced the latch on the door to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer reported that the door latch needed to be replaced. The malfunction occurred when the user was trying to remove the medication and there was a slight delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.